Manufacturer narrative:
(B)(4). The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Complaint history identified no additional complaints for the reported part/lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement hardened faster than usual in about 5 minutes in this surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the bone cement hardened faster than usual in about 5 minutes in this surgery. No adverse events have been reported as a result of the malfunction.